Event description:
It was reported that post procedure, the patient begun having episodes of increased tiredness, fatigue, and weakness. The symptoms would completely resolve at times, however, when they would return the patient would be very unstable on her feet. The patient fell 2-3 times due to this weakness and imbalance.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The subject stent implantation date was (B)(6) 2022. Approximately "3 weeks ago the patient begun having episodes of increased tiredness, fatigue, and weakness. He states that the symptoms would completely resolve art times, however, when they would return the patient would be very unstable on her feet. He states that last week the patient fell 2-3 times due to this weakness and imbalance". Date of adverse event (ae) onset: (B)(6) 2025 date of ae resolution: (B)(6) 2025. "Episodic weakness, unknown etiology, no brain imaging, computed tomography (CT) abdomen reportedly compatible with acute appendicitis". This may have contributed to the reported event. An assignable cause of anticipated procedural complication will be assigned to the reported event: ¿patient complications¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.